Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring=clear. Customer complained on (B)(6) 2021 pump is alarming power loss alarm, replace battery now alarm and failed battery test. Pump no delivery complaint. Pump will be tested and downloaded for power anomaly and no delivery complaint. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. No failed battery test or unexpected insulin flow blocked alarms noted during testing or listed in pump downloaded history. Pump trace download analysis confirmed the pump alarmed power loss alarm on (B)(6) 2021 19:42:30.000 and replace battery now alarm on (B)(6) 2021 19:00:00.000. The power management graph confirmed power loss alarm and replace battery now alarm is due to moisture damage to pcb1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, faded serial number label, partially broken retainer and missing display window cover. The p-cap/reservoir does lock properly. No unexpected insulin flow blocked alarm during test. Verified pump alarmed power loss alarm and replace battery now alarm. Power anomalies due to moisture damage.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. The customer also stated that the insulin pump had off no power alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.